Event description:
As reported for this event by the customer, after an unknown procedure, while withdrawing the scope, the device fell off. The doctor retrieved the device with the fingers. No other device was needed for the retrieval of the device. There is no harm or adverse impact to the patient. There are two devices associated with this event, the distal cap and the scope.

Manufacturer narrative:
The two devices associated with this event are captured in medwatches with patient identifiers (B)(6) (maj-2315) and (B)(6) (tjf-q190v). This medwatch is for the patient identifier (B)(6). The device is discarded by the customer and will be not returned. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope (maj-2315) are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to d8 and e4. Information added to these fields that was inadvertently not included on the initial medwatch. Also, information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the cusotmer. Correction is being made to component code. This supplemental report is being submitted to provide this information. Please see the updates in sections: a2, b5, d10, g3, g6, h2, h6, and h10. Initials of the patient are s. H. Pre-existing medical conditions of the patient are not provided.

Event description:
The procedure was therapeutic endoscopic retrograde cholangiopancreatography (ercp). Event was found at the end of procedure while withdrawing the scope while still in the procedure room. The device dislodged from the scope and fell into the patient. The device was found in the patient¿s mouth. The patient did not need to be given additional anesthesia. There was no harm to patient. The patient is currently in hospice care. The device was inspected prior to use with no anomalies noted. No anti-fog agent was used on the scope lens. No chemicals, such as lubricant or defoamer that could adhere to the tip of the scope or the device were used during the procedure . After attaching the device to the scope, the device was inspected for damages with no damage observed. The scope has never been serviced by a third-party. General steps taken to make sure connection between the scope and the distal cover is secure: once the distal cover is attached to the scope, the distal cover is pushed all the way down to make sure the distal cover is properly seated on the distal tip on the scope. Then, the light on the scope is turned on for the scope to make sure the distal cover is sitting properly and is attached correctly to the scope. The distal cover is twisted and pulled to make sure the distal cover is firmly attached and does not come off.